Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email, that the customer states paramedics were called due to low blood glucose and injection of glucagon. It was reported that an IV of glucose was given to stabilize patient. It was reported that the customer is doing well now and does not want to follow up. No further information provided.